Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient was presented to the hospital exhibiting loss of capture and high threshold on the right ventricular (rv) channel. Surgical intervention was performed to reposition the rv lead, however the helix would not extend/retract properly. The physician ultimately elected to explant and replace the rv lead. No adverse patient effects were reported.

Event description:
It was reported that this patient was presented to the hospital exhibiting loss of capture and high threshold on the right ventricular (rv) channel. Surgical intervention was performed to reposition the rv lead, however the helix would not extend/retract properly. The physician ultimately elected to explant and replace the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted) and dried blood/tissue was present around the helix. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal end, which block passage of a stylet. The electrical allegations were not confirmed as the lead passed resistance testing without any issue.